Event description:
It was reported that when trying to print the lead performance trends from the device, a "data is invalid" message would appear. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Starting with carelink (B)(4) file saved on (B)(6) 2010 and later on with (B)(4) file saved on (B)(6) 2010, shows no data for the weekly, daily trends and cardiac compass.